Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, there were placement difficulties. In addition, the physician noted high pacing thresholds, poor sensing and abnormal impedance measurements. The patient had severed myocardial fibrosis, therefore, the physician withdrew the lead and noted that the helix became damaged and could not be extended. The procedure was successfully completed with another rv lead. No adverse patient effects were reported. This lead has not been returned.